Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Source: phone.

Event description:
Customer reported false positive flu b. Customer was unable to provide specifics on numbers of patients or confirmation methods.